Manufacturer narrative:
Additional narrative: (B)(6). Date of device breakage and non-union is not known. 510k: this report is for two (2) unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision open reduction internal fixation (orif) on (B)(6) 2017 due to a humeral non-union and two (2) broken 4.5 mm cortex screws. The original procedure was performed on (B)(6) 2017. Removed hardware included one (1) plate with two (2) 4.5 mm cortex screws, three (3) unknown 4.5 mm screws and three (3) 5.0 mm locking screws. The hardware was reported to be removed easily and without incident and no fragments were retained from the broken screws. The patient was revised to a new plate and unknown quantity of screws of the same type. Bone allograft and autograft was used. There was no reported surgical delay and no additional x-rays or other medical interventions were required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 4.5 mm narrow locking compression plate (lcp) plate (part 224.591, lot h181713, quantity 1), 4.5 mm cortex screws (part unknown, lot unknown, quantity 2), 4.5 mm screws (part unknown, lot unknown, quantity 3), 5.0 mm locking screws (part unknown, lot unknown, quantity 3). (B)(4).

Manufacturer narrative:
Device 4.5 mm cortex screws (part # unknown, lot # unknown, quantity # 2) reported inadvertently as concomitant device; however, these two screws are broken reportable screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.